Event description:
It was reported that the right ventricular lead pace/sense portion may be fractured. The lead had high threshold, was oversensing noise and had small r waves. The lead had been reprogrammed about one month earlier, and later the lead was capped and the pace/sense portion was replaced with the chronic left ventricular lead. It was noted that the physician elected to downgrade the device from an implantable cardioverter defibrillator (ICD) to an implantable pulse generator (ipg) as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product : 4076-52 lead, implanted: (B)(6) 2009. (B)(4).